Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. A critical ram parity error occurred on (B)(6) 2016.

Event description:
It was reported that an electrical reset occurred on the implantable cardioverter defibrillator (ICD) and the reason was unknown. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.